Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general issue with the assay or instrument can be excluded. It is likely that the root cause is related to pre-analytic sample handling as it was noted that only 4 to 5 minutes elapsed between the time of sample collection and measurement. It was found that the customer also did not use the recommended rack adapters for 13mm tubes. The issue may also be caused by an air bubble or foam on the sample surface.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa) on an e411 analyzer. The sample initially resulted as 0.462 ng/ml and this was reported to the physician. The physician did not believe the result to be correct and asked for the sample to be repeated. The sample was repeated on the same analyzer, resulting s 5.65 ng/ml accompanied by a data flag. The sample was also sent to a sister site and repeated on a different e411 analyzer, resulting as 5.92 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued for the 5.65 ng/ml value. The patient was not adversely affected. The tpsa reagent lot number was 19024500, with an expiration date of 08/31/2016.